Event description:
It was reported that patient presented for routine device check. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to electromagnetic interference (emi). No intervention was performed. Patient condition was stable.